Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the umbilical connector was slightly bent into an oval shape, not allowing the connector to fit into the round bulkhead of the image acquisition system (ias). The representative straightened out the bent connector to fit correctly and the system then functioned as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the umbilical cable was damaged and the system was unable to plug in or communicate with the system. There was no patient involved.